Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device had a burning smell coming out from it. A visual and functional assessment was performed which found that there was a noticeable burning smell during the pre-test. It was further determined that the unit was shorted internally (electronic control unit (ecu) contacts were reading less than 5 ohms). It was further determined that the device failed pretest for check the off/osc/on switch mode function (unable to perform this test. Battery could be damaged due to the shorted device) and the safety assessment step (because the device did not run and when the trigger was pressed and there was no function and no motion). It was further determined that the device was unable to successfully finish the pre-test. During repair, it was observed that the unit showed signs of immersion and the electronic control unit (ecu) was shorted internally. It was further determined that there was an unknown debris on ball bearings and seals and the angle sticks contacts were corroded. It was observed that the unknown liquid substance was found on the on electronic control unit (ecu). The assignable root cause was determined to be due to wear from normal use over time.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the small battery drive device had a burning smell. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.